Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak at the balance chamber of the cartridge which most likely developed during the treatment. The user guide includes the following warning. "The nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. Nxstage has initiated a voluntary recall of the affected cartridge lots. No permanent serious injury occurred. Event reviewed with facility staff. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Two hours into a routine hemodialysis treatment, a cartridge fluid leak was observed. The patient became hypotensive (bp in 80's) and was administered 1.2l of saline to achieve a bp of 90 systolic. After treatment, the patients weight was still 1.4 below the estimated dry weight. Uf goal for the treatment was .7l presumed excessive uf approximately 1.9 l. No additional medical intervention was required.